Event description:
The facility has had about five instances where the safestep needle has leaked chemo where the tubing meets the needle.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr was completed since the lot information was not provided by the complainant.